Event description:
It was reported that a patient had truedent denture in his mouth and it broken down in the center of the denture. No adverse event occured to the patient. The incident is reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
In this case the palatal thickness was compromised at 1.9 mm and could be a contributing factor for the denture breakage. IFU instructs on thickness of greater than 2.5 mm. Here was a violation of our guidelines.